Event description:
It was reported that a patient's left arm was pinned between the detector head of a fx-40 nuclear camera and a tray table that the operator placed next to the system. The use of such a table goes against precautions in the operator's manual. Additionally, when positioning the detector the auto orbit button rather than the manual orbit button was inadvertently selected causing the detector to move farther than the operator intended. Minor injury resulted: the pt's skin was broken and the area surrounding the point of contact was bruised. The pt was evaluated in the hospital's emergency room and the arm was x-rayed, but no treatment was prescribed.